Event description:
The pt was implanted with a percutaneous lead on (B)(6) 2010. It was reported that the lead had migrated and the pt was experiencing overstimulation at the ipg pocket. Surgical intervention was undertaken to replace the lead.

Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.